Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. A 3.50 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed; however, the edge of the stent was found to be lifted. The procedure was completed using a 3.50 x 12 non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event - under 18 years. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed; however, the edge of the stent was found to be lifted. The procedure was completed using a 3.50 x 12 non-bsc stent. No patient complications were reported.